Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (af) / cavotricuspid isthmus ablation procedure, while examining the heart with a soundstar eco 8fg ultrasound catheter, the patient experienced pericardial effusion. The patient remained stable and calm throughout the procedure (vital signs and o2 saturation were normal). The physician decided against performing a pericardial puncture. The physician had also looked at the heart on ice (intracardiac echocardiography) following the transseptal puncture, and no effusion was present at that time. The effusion was monitored via ice for at least an hour and remained stable before the patient was transferred to the cardiac ICU for continuous monitoring. According to the physician, the cause of the effusion remains unknown. The surgery was delayed due to the reported event for 1 hour. The number of performed ablations was 144 with rf (radiofrequency) energy with all ablations including pvis (pulmonary vein isolations), carina and cti. The procedural act (activated clotting time) was within the recommended value. One catheter exchange occurred during the procedure. The intervention provided was af and cti ablation. One transseptal puncture site was performed during the procedure. A transseptal puncture was performed with an abbott brk transseptal needle. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. No evidence of steam pop. The event occurred post ablation. The flow setting for irrigation catheter was standard for stsf. The correct catheter settings were selected on the ngen generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were resp gated yes; time 3 seconds; stability 3mm; fot (force over time) 25%; tag size 3mm; and tag index 400/550. No additional filter was used with the visitag. The color option used prospectively was fti (force time interval).